Manufacturer narrative:
This incident occurred outside the untied states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.

Event description:
Pt reported the audio-signals of the infusion device are defective. Pt mostly misses the acoustic info after programming a bolus even though the acoustic signals are activated. Occasionally, the acoustic signals are heard but are very low. Pt has experienced elevated blood glucose of 380-420 mg/dl over the past several weeks. Pt recently started a new medication for his blood pressure, and he did not have an infection. Normal blood glucose level is 80/180 mg/dl. Infusion device was replaced and requested for eval. Pt did not require treatment from a health care professional or second party to address the issue. No add'l info was provided.